Event description:
A report has been received from the FDA that reported the following "frequent machine malfunction after (B)(4) switched to liberty cycler sets about 2 years ago she had peritonitis about 1 1/2 years ago. Dr (B)(6) was the ordering physician. (B)(4) picked up all remaining supplies on 06/10. In 2009, (B)(4). Additional info has been obtained regarding this incident. It has been learned that the pt had one event of peritonitis occurring on (B)(6) 2006 and the pt had been using a different brand of dialysis equipment at the time. It was learned that the death was unrelated to peritonitis. There is no info that the pt had peritonitis at the time of her death. The md has reported that there was no reported problems with the liberty cassette and did not believe that the cycler or the cassettes were the cause of the subjects peritonitis or subsequent mortality. It has been learned that this subject stopped dialysis because of severe calciphylaxis that was very painful and progressing and that she had a bad heart. The family had decided to withhold further dialysis. There is no sample and the lot is unk. Of note: on (B)(6) 2010, by md examination, it was documented that the peritoneal dialysis catheter was intact and the peritubular skin was intact without exudate or erythema. Additionally, the md documented that the major complaint was pain related to the wounds and that peritoneal dialysis seems to be stable. The md also recommended that the pt be transitioned to hemodialysis due to calciphylaxis. It was also documented that if the wounds did not improve that she should consider this treatment option, however, that the pt was reluctant.

Manufacturer narrative:
(B)(6). Of note: the initial reporter has been contacted for additional info however, no info has ever been received from the initial reporting party. We were able to identity that the cause of this death was related to being a fairly sick woman with a recent myocardial infarction with a cardiac ejection fraction of less than 15% and calciphylaxis that was progressing. It was learned that the involved pt was admitted to the hospital for pain control and treatment of the calciphylaxis. The pt received treatment; however, her condition worsened. The hospital reported that they had a hard time keeping her comfortable related to the pain. It was documented that multiple discussions occurred with the pt and her family regarding these health issues and after long discussion by all parties involved on (B)(6) 2010, they elected to give comfort care only and held her peritoneal dialysis on the evening of (B)(6) 2010. It was reported that the pt was very uncomfortable up to the end. The pt received intravenous narcotics and as well as a pain patch and when awakened was in a great seal of pain due to the calciphylaxis. She passed away in the morning hours of (B)(6) 2010. It was documented on admission she was experiencing shortness of breath, while walking less than 20 feet between rooms in her house, daily chest pain typically on exertion. (B)(4).